Event description:
It was reported that during a percutaneous coronary intervention procedure there was difficulty crossing the lesion and a balloon rupture occurred. The 100% stenosed lesion with calcification was located in the moderately tortuous proximal right coronary artery. The 2.0 x 15mm apex monorail balloon was unable to cross the lesion. The lesion was pre-dilated with an unk balloon. The balloon was then able to cross the lesion, but it was unable to dilate the lesion. The physician confirmed it outside the pt that the balloon ruptured. The procedure was completed with another of the same device. The pt status is listed as no problem with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).